Event description:
It was reported that the pump was replaced during a pocket revision. It was normal battery depletion. The patient's original pocket was very close to a colostomy so the pump was moved to his left abdomen. There were no patient symptoms/injuries related to this event. The patient recovered without sequela. The pump was delivering morphine and lioresal.

Manufacturer narrative:
(B)(4): final analysis of the pump found no pump anomaly. The pump and partial catheter were returned due to normal end of pump life. The only thing of note in the pump logs was a short motor stall with recovery. Pump passed all nondestructive testing. Emi and magnetic forces can cause a pump to stall and that is what is believed to have caused this stall. Final analysis of the catheter found acceptable testing. There was no complaint against the catheter. The catheter was returned incomplete, in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.